Event description:
An unidentified reporter stated that a pt was dissatisfied due to poor near vision following intraocular lens (iol) implant surgery. Add'l info will be requested when surgeon info has been obtained.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info will be requested as soon as surgeon info is obtained. This report was mailed to FDA on: 02/11/2009.